Manufacturer narrative:
This is one of two related reports. This report represents the impella rp flex and another report will be submitted to represent the introducer. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative: an impella rp flex with smartassist was placed via right femoral venous access in a 73-year-old female with coronary artery disease, prior myocardial infarction with stents, severe mitral regurgitation, end-stage renal disease on dialysis, and cardiogenic shock due to acute myocardial infarction. The patient was receiving inotropes, vasopressors, and mechanical ventilation and was classified as scai stage b. During preparation for venous access, introducer placement was complicated by vessel perforation, requiring surgical intervention. The rp flex device was subsequently placed without complication. During support, device removal and revision or replacement were performed due to hemodynamic instability associated with elevated purge pressures and placement signal issues. The patient stabilized. Review of the event indicates the access-related injury and subsequent device management were consistent with known risks of large-bore venous access, dialysis-related vascular changes, and critical illness. No evidence was identified suggesting a causal relationship between the impella rp flex with smartassist device and the reported events. Patient survived.

Manufacturer narrative:
Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high/placement signal issue: the cause of the high purge pressure and placement signal issue was not established as no product or logs were returned for analysis

Manufacturer narrative:
Corrected data. D1 updated/corrected.